Event description:
Mitral clip placement edge to edge repair: (treatment under emergency use authorization(eua):the product is mitral clip device manufactured by abbott laboratories. Patient had presented with combined degenerative and functional mitral severe symptomatic mitral regurgitation. Patient underwent mitral clip placement. The clip was placed at a3/p3 position. When attempted to release clip the clip would not get released. Patient went to surgery to have the clip removed after 2 hours. After clip removal patient had mitral valve replacement done. After 2 days patient had cardiac arrest and patient noted to have bleeding from ascending aorta at the sight of aortic cannulation. However patient died on (B)(6) 2021. FDA safety report ID# (B)(4).